Event description:
On (B)(6), 2009 baxter (B)(4) was notified of a complaint from a customer reporting that their automated pd set had detached from the fitting. The husband inspected the cassette before use. The husband attached the cassette to the transfer set. The cassette fitting detached itself from the cassette and remained screwed onto the transfer set. The clamp was still closed on the cassette. The husband removed the cassette and hooked up the new one. The husband is taking the cassette into the unit. The problem was noted during use on patient and there was no patient injury. Additional information received on (B)(6) 2009 by the nurse. The nurse at the hospital stated that the husband had set up the hc and the patient was connected. None of the clamps were opened on the hc machine and the patient, and then the patient line on the tubing came off. The patient line on the cassette has the luer lock end on the hc cycler. The nurse stated that the white end came of the clear tubing of the patient line of the cycler tubing. The nurse stated that the patient had fluid in her when this happened and then she drained out with the new set therefore there was no patient injury or medical intervention. The nurse stated that there no tests done on the patient. The sample has been reported as being available for evaluation.

Manufacturer narrative:
(B)(4). The lab received one primed set, which was visually inspected with solution in the set. The set was visually inspected and it was noted that the patient line did not contain a ring seal. An insufficient ring seal was noted and the tubing had come off the patient connector. The reported issue was confirmed in the lab for loose. A review of all batch record documents was performed, and no issues were noted during the manufacturing process. There were no deviations from standard procedure.